Event description:
It was reported that the tuberculin 1 ml slip tip syringe would not keep the hub of 30 gauge x1/2 in bd needle on. It was reported that the upon trying to remove the cap, the whole needle came off the slip tip. It was reported that the friction for the hub of the needle to the syringe was lacking. FDA safety report ID# (B)(4).